Manufacturer narrative:
D10 concomitant products: unknown ligasur, unknown ligasure instrument (lot#: unknown) yubo yang. Multicenter study on right glissonean pedicle management in laparoscopic right hepatectomy: main trunk vs. Sectoral pedicle transection approaches. 2025. Surgical endoscopy (2026) 40:2289¿2296 https://doi.org/10.1007/s00464-025-12443-4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared pedicle transection approaches in patients who underwent laparoscopic right hemihepatectomy for hepatocellular carcinoma between 2015 and 2024. Ligasure or a competitor device was used for deep liver parenchyma transection. There were 246 patients in the study and complications included intraoperative bleeding and bile leakage. Blood transfusions, conversion to open and prolonged hospital stay were reported. According to the literature, a retrospective study compared pedicle transection approaches in patients who underwent laparoscopic right hemihepatectomy for hepatocellular carcinoma between 2015 and 2024. Ligasure or a competitor device was used for deep liver parenchyma transection. There were 246 patients in the study and other complications not related to the device included liver dysfunction, ascites and pulmonary complications. Multicenter study on right glissonean pedicle management in laparoscopic right hepatectomy: main trunk vs. Sectoral pedicle transection approaches; yubo yang; 2026; surgical endoscopy.